Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, upon fluoroscopy imaging it was noted that the left-ventricular (lv) lead was dislodged and interrogation noted loss of capture as well. As a resolution the lv lead was explanted and later replaced by an epicardial lead the following day on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing, visual and x-ray inspection of the lead did not find any anomalies.